Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced unspecified elevated blood glucose levels due to pump settings. Customer declined to provide further information or follow up.